Manufacturer narrative:
Additional, changed, and/or corrected data: b6.

Event description:
Patient reported "baker grade IV capsular contracture", "recall" and "distortion of the movement". This record is for the right side. The device remains implanted.

Event description:
Patient reported "baker grade IV capsular contracture", "recall" and "distortion of the movement". This record is for the right side. The device remains implanted.

Manufacturer narrative:
Clarification to a6: patient reported "brown". Additional, changed, and/or corrected data: a2, a5, a6, b6.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b3, b5.

Event description:
Patient reported "baker grade IV capsular contracture, recall and distortion of the movement". Patient later reported "little fluid". Healthcare professional later reported "pain, capsular contracture baker grade IV, visible and palpable ripples in the implants". This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported "baker grade IV capsular contracture", "recall" and "distortion of the movement". This record is for the right side. The device remains implanted.